Event description:
Rptr states on 12/12/68 fluid was aspirated from breast two weeks after implants. Illness began in 1970. She complains of hard encapsulated misshapen implants, and possible rupture of right implant. Her health problems are rheumatoid arthritis (ana 423), sjogrens syndrome, chronic fatigue, many orthopedic surgeries for arthritis, bilateral interstitial disease, breast tenderness, pain when arms raised above shoulder level, shortness of breath, wheezing, heartburn, ringing in the ears, chest pains, burning pain in back, arthritic nodules in feet and hands, synovial fluid in ankles, wrists, hands and knees, ulnar drift, headaches, and insomnia. She has been disabled since 1982. Her child was born in 1971 and has medical problems.